Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 581 mg/dl and 399 mg/dl. Customer was feeling a little nauseated because of the high blood glucose. Customer was treated with 2 bolus and manual shots. The device will not be returned for analysis.